Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device was last serviced in jun-2025. The device passed the downstream occlusion test at 20 psi. The cause of the reported issue was unknown. The dso seal was replaced as a preventative measure. The device passed all functional tests.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a downstream occlusion occurred while in use with patient. There were a patient involvement and no harm.